Event description:
Per the clinic, the patient received no benefit from the device leading to the decision to explant. The device was explanted (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.